Manufacturer narrative:
H3 and h6: the patient had undergone cardiac surgery 15 days prior to the incident and had remained in cardiac intensive care. She went into asystolic cardiac arrest which was not noticed for 33 minutes and resulted in the patient's death. A philips clinical application specialist (cas) went to the customer site and obtained the clinical audit log and alarm audit log for further analysis. During the investigation, the cas found that the pulse-ECG/arrhythmia alarms were turned off on (B)(6) 2019 at 23:27. The clinical application specialist advised the customer of the results of the investigation and disabled the ability to switch off ECG/arrhythmia alarms as requested by the customer. The device worked as intended and there was no malfunction of the device. This issue was caused by user error. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2019, a patient went into asystolic cardiac arrest. The blood pressure and ECG alarms had been turned off by the nurse prior to the event, the critical alarm function did not sound as this function had not been set up during installation of the monitors in (B)(6) 2019. The cardiac arrest was not noticed for 33 minutes resulting in patient death.